Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
System explanted due to dislodgement caused by twiddler syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 18cm distal to the is-1 connector pin. A proximal fragment (including the yoke and the connector pins), a medial fragment (including an extraction aid) and a distal fragment (including the rv shock coil and the lead tip) were returned. An additional medial fragment (approximately 8cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The lead fragments displayed severe extraction damages, making an analysis very challenging. An extended fixation helix was found, which could be related to the reported dislodgement caused by twiddler syndrome. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.